Event description:
It was reported that stent moved on balloon occurred. A 4.50 x 20mm synergy xd mr drug-eluting stent was selected for use. During unpacking, the stent on the catheter was defective; it was bent and fully on the wire. Images provided revealed that the stent was lifted, stretched and slightly moved on the balloon. The procedure was completed using an alternate device. No patient complications were reported.